Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was received in the not deployed state. The pink slide was not observed in the top housing window and the linkage assembly was observed in the not deployed position. Data extracted from the device indicates that the device delivered 125 pulses before deactivation. No hazard alarms, timeouts, or drive stalls were observed in the data extracted from the device. Upon opening, the formed needle was observed to be bent. The damaged needle interfered with the chassis, preventing the needle mechanism from deploying when the firing flat lined up with the release bar. The chassis was removed from the bottom housing, and the needle mechanism deployed with manual rotation of the ratchet gear. The needle mechanism was reset and deployed with no issue. Corrosion was observed on the device's pcb. The timing and cause of the corrosion is unknown. Markings were observed on the environmental seal cap. No other defects or deficiencies were found during the investigation. The cause of the reported event could not be determined.